Manufacturer narrative:
Patient code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer on april 19th reported the patient had an x-ray on (B)(6). The patient reported she moved and the patient programmer was in the box. The patient stated it did not work at all and she was not enjoying the pleasure of using her little device. The patient was asked if it was her implantable neurostimulator (ins) or patient programmer that was not working and the patient stated it was both. The patient noted therapy stopped helping her symptoms, she could tell that it was turned off inside of her. The patient reported the patient programmer showed a phone on the screen. The patient programmer showed a poor communication screen first, but the patient stated they did not have the antenna over. The patient positioned the antenna and patient programmer showed a power on reset (por). The patient noted they had an appointment with the healthcare professional (hcp) later in april. The patient planned to call the hcp and notify them of the por. The patient noted the therapy stopped helping about a month or so prior to (B)(6). The patient added the por began about 3 weeks prior to (B)(6). There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that a power-on-reset (por) error message was seen. It was noted that the patient had changed the batteries in the programmer because they had not used it in a while. No symptoms were reported. The patient was to follow up with their healthcare professional (hcp). There were no further complications reported or anticipated.